Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to faulty force sensor. The insulin pump had a cracked lcd window, cracked case on display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system during the prime filling process. The customer's blood glucose was 14.3 mmol/l. The customer stated that insulin was squirting out and that the motor did not detect the reservoir. The customer was unable to exit out of the process. Advised that the insulin pump be returned for analysis. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.